Manufacturer narrative:
The device evaluation was completed on 04-jul-2023. It was reported that when inserting the sheath into the patient's body, it was ¿confirmed hangnail of vizigo sheath tip¿. The sheath was replaced, and the procedure was completed without patient consequence. Device evaluation details: the product was returned to biosense webster (bwi) for evaluation. Visual inspection of the returned device was performed following bwi procedures. Visual analysis revealed that the soft tip was scratched on the surface. The scratched tip condition could be related to excessive force or manipulation. However, this cannot be conclusively determined. A device history review (DHR) was performed for the finished device 60000061 number, and no internal actions related to the complaint were found during the review. Based on the completed DHR, the manufactured date and expiration date have been provided. Therefore, fields d4. Expiration date and h4. Device manufacture date have been populated with appropriate information. The issue reported by the customer was confirmed, since there were scratches observed during the analysis in the lab and it could be related to the issue reported by the customer. It should be noted that product failure is multifactorial. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 05-jun-2023. It was confirmed that there was no foreign material. The tip was damaged. There is no picture available. The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a broken tip issue occurred. It was reported that when inserting the sheath into the patient's body, it was ¿confirmed hangnail of vizigo sheath tip¿. The sheath was replaced, and the procedure was completed without patient consequence. The broken tip issue is MDR reportable.

Manufacturer narrative:
E 1. Initial reporter phone :(B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 05-aug-2024, additional clarifying information was received which indicated that the previously reported term of ¿hangnail¿ was referring to a deformation/bump on the vizigo sheath tip. As such, the event was re-assessed and is no longer considered to be a MDR reportable event. The potential risk that a deformed/bump on the tip could cause or contribute to a serious injury or death is remote. Therefore, h 6. Medical device problem code has been updated from break (a0401) to material too soft / flexible (a040608). Correction to the initial report: full UDI has been populated to field d4. Primary UDI number. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).